Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative reported that the battery life calculation indicated the implantable neurostimulator (ins) prematurely depleted. The ins battery voltage was at 2.8v instead of 2.2v when at end of service. An ins revision was done on (B)(6) 2017 to explant and replace the ins.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomalies. The ins battery was at normal end of life and telemetry and output were okay. A lab functional test determined there was good stable output on all electrode pairs. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported that the implantable neurostimulator (ins) had remained off because the ins was end of service (eos). The ins was explanted and replaced on (B)(6)2017. The issue was resolved after the ins replacement and the patient was receiving effective therapy.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the implantable neurostimulator (ins) showed an end of service (eos) indicator at 2.8v instead of the expected 2.2v. The hcp thought that meant the ins battery prematurely depleted. The ins was off and the patient's tremor returned. There were no external factors that may have led or contributed to the issue. When the hcp read the ins with the clinician programmer, it showed the ins was eos and the therapy was off. All impedances were measured to be within normal range. A revision to replace the ins was planned, but not scheduled. The issue was not resolved at the time of report. No further patient complications were anticipated.